Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion messages, which were confirmed during baxter's functionality testing, but were not reproduced during the evaluation due to a system error which was unrelated. Inspection of the device revealed lifted tape on the upstream sensor which was determined to be the cause of the failure. The ultrasonic sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, an upstream occlusion testing failure was identified. There was no patient involvement.